Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported that the small battery drive device would not power on. It was noted that two different battery backs were tried. During service and evaluation, it was determined that the small battery drive device had intermittent operation, foreign substance/debris/cleaning/sterilization, corrosion/rusting/pitting, component damage and the motor was worn. It was further determined that the device failed pretest for failed check oscillation/forward/reverse mode function assessment. This event did not occur during surgery. There was no human patient involvement as this device is intended for veterinary use only. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.